Manufacturer narrative:
One device was returned for evaluation. The unit was bubble tested and the package was found to be breached. The complaint is confirmed. The root cause is attributed to rough handling. The device history record was reviewed, and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The distributor alleged a defect in the packaging. This defect was found during the distributor's initial inspection of received products. The device was not sent to a user facility.